Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error and no delivery. Customer stated got no delivery and then motor error. Troubleshooting was done. Customer's blood glucose was 135 mg/dl. Customer stated that the insulin pump was bumped few times and has been worn through airport body scanner. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Explained no delivery alarm to customer however, did not troubleshoot due to insulin pump would be replaced for motor error. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.